Event description:
The manufacturer received information alleging the devastation 2 advanced auto CPAP device has a burning wires and burning smell. Water tank empty in the middle of the night. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: customer complaint - water tank empty in am & smells note firmware version as found on the device: - v1.0.6.4326 was device firmware upgraded? - yes. Note of upgraded firmware version - v1.0.7 evaluation notes: - pressure sensor verification note additional failures observed: - the unit does not have reusable pollen filter and the white led light does not turn on the device presented a specific failure mode in the test? - no specific failure mode detected: - na. Note why parts to be replaced: - scrap per deviation (B)(4).